Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal and bolus deliveries were on (B)(6) 2014. The black box history revealed a manual suspension for 16 hours on (B)(6) 2014 from 12:47am to 5:30pm. The total daily doses added up and equaled the programmed basal rate. There were several call service (cs145) occlusion alarms observed in the black box and alarm history. The returned battery and cartridge caps were used to complete testing. There were no cs145 alarms or any other errors, alarms, or warnings during the investigation. The product performed within specification; the original complaint could not be duplicated. The keypad was undamaged and all of the buttons responded properly. The pump was opened and no intermittent condition was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient was hospitalized with a blood glucose (bg) of 552 mg/dl with ketones and vomiting associated with an occlusion issue. It was reported that the patient was treated by their healthcare provider and treated with IV fluids and insulin via syringe. Reportedly, the patient remained on the insulin pump at the time of the call. During troubleshooting with customer technical support (cts), it was revealed that the user had changed the infusion set and cartridge multiple times and the problem continued. This complaint is being reported due to the patient allegedly experienced hyperglycemia related to an occlusion issue.